Event description:
It was reported that prior a cryo ablation procedure, the patient had an atrioventricular fistula. The case was aborted. The patient was not under general anesthesia. It is unknown if intervention took place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: an image file was returned and analyzed. The image file showed a sheath and dilator. In conclusion, the reported clinical issue of an atrioventricular fistula was encountered during the procedure. There is no indication of catheter malfunction related to the adverse event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012163474 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The sheath and dilator were received in bad condition and excessive damage was observed on the returned sheath. The visual inspection identified a shaft kink/twist at approximately 6.5 inches from the tip. Due to the condition of the returned device, testing could not be performed, and no test results are available for investigational purposes. In conclusion, the clinical issue of an atrioventricular fistula that occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The sheath failed return inspection due to a shaft kink/twist at approximately 6.5 inches from the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.